Event description:
It was reported that the wire fractured. A 180x25cm fathom-16 guidewire was selected for use during a uterine fibroid embolization procedure. The device was being used in the right uterine artery mid procedure, and it was noted the inner layer of the wire had broken, making it untorqueable. The device was removed, and the procedure was completed using another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed on guidewire. It was observed that the guidewire was bent kinked at distal and middle section. No other damages were observed to the returned device. Under microscope no damages were observed at distal tip of the guidewire. Dimensional inspection revealed on distal tip section od (outer diameter), distal tip section od, middle section od, proximal section od and overall length were within specification.

Event description:
It was reported that the wire fractured a 180x25cm fathom-16 guidewire was selected for use during a uterine fibroid embolization procedure. The device was being used in the right uterine artery mid procedure, and it was noted the inner layer of the wire had broken, making it untorqueable. The device was removed and the procedure was completed using another of same device. No patient complications were reported.